Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros tropi es result was obtained from a single patient sample when tested on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 2780 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of vitros tropi es reagent lot 2780 at, or below, the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Whilst a vitros tropi es within run precision test generally indicated that the system was performing as intended, the ortho service engineer found that the well shuttle was not moving smoothly and a part was missing from the housing. Therefore it is possible that a transient instrument issue may have contributed to this event. In addition pre-analytical sample processing could not be ruled out as contributing to this event, as the customer is not following the sample tube manufacturer¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer obtained a non-reproducible, higher than expected result from a single patient sample processed on a vitros 5600 integrated system using vitros tropi es reagent. Vitros tropi es result of 0.088 ng/ml versus the expected result of < 0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected result was reported outside of the laboratory, however a corrected report was subsequently issued. No treatment was altered, initiated or stopped based on the reported result. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).